Event description:
A malfunction alarm was reported, specifically malfunction code 0. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump and provided pump reset information, allowing the customer to continue using the pump. The customer was also instructed to call back if the malfunction code recurred, which it did not after the reset.